Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. A sample was not received at investigation site for evaluation for the report of blunt keratome; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number,, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Photos attached to the parent file were reviewed by the manufacturing site. Photos 1-6 shows cpak knife lot numbers. Reported issue cannot be confirmed from photos. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received indicates that the event occurred during the phacoemulsification of cataract with intraocular lens implantation procedure. The surgery was completed on the same day with an alternative knife, and there was no patient harm.

Event description:
A healthcare professional reported that ophthalmic keratomes from the same lot were blunt. Procedure details and patient impact have not been provided. Additional information has been requested and none received till date. This complaint is pertaining the thirty-eight of forty-one reports received from the same facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional reportable qs pr ids (B)(4). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.